Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's gogear shower bag was leaking from the bottom causing the patient's equipment to get wet. The controller was not damaged or compromised. The shower bag was replaced. Gogear shower bag related MFR #: 2916596-2022-00512.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the gogear shower bag was leaking from the bottom; however, the system controller was not damaged or compromised. The system controller was not returned for evaluation and no photos or log files were submitted for review. The reported leaking shower bag is addressed via the shower bag investigation. There were no reported issues with the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) , was shipped to the customer on 07sep2020. Heartmate 3 instructions for use (IFU) (rev. C) section 2 ¿system operations¿ and heartmate 3 patient handbook (rev. C) section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate 3 IFU (rev. C) section 6 ¿patient care and management¿ and heartmate 3 patient handbook (rev. C) section 1 "introduction" state that the ¿heartmate 3 system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.